Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with intermittent ventricular sensing. In clinic, it was noted that the episodes were paused. Review of the episodes revealed false paused episodes, possibly due to the patient physically manipulating the device. No programming changes were made. The patient will continue to be monitored. Further actions will be discussed with the physician.